Manufacturer narrative:
Supplemental report to provide reference to related manufacturer report nos: 2015691-2023- 10291, 2015691-2023- 10292, 2015691-2023-10293, 2015691-2023-10294, 2015691-2023-10295, 2015691-2023-10296, 2015691-2023-10297, 2015691-2023-10298, 2015691-2023-10299, 2015691-2023-10301.

Manufacturer narrative:
This is one of eleven manufacturer reports being submitted for this article. The dates of the events are unknown; however, the article was accepted for publication on 28th of november, 2021. Therefore, the 'submission for publication date' was used as the occurrence date. Per the instructions for use (IFU), conduction system defects (heart block), arrhythmias and conduction system defects that may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, bioprosthetic heart valves, and the thv procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may explain these complications of the thv procedure. According to the literature review, and as documented in ew clinical technical summary for complaints-conduction disturbances/ heart block, atrioventricular conduction disturbances after thv are associated with many patient-related and procedural related factors, including pre-operative co-morbid status, the degree, and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, thv may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after thv are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing thv or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results are inconclusive as relevant patient and procedural factors were not provided. However, this event may be related to the mechanisms described above. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Article reference: useini, dritan et al. ''Long-term outcomes after transfemoral-transcatheter aortic valve implantation in very old patients using the balloon-expandable bioprosthesis.'' Gerontology & geriatric medicine vol. 8 23337214211073246. 19 jan. 2022, doi:10.1177/23337214211073246.

Event description:
As reported by our affiliates in germany, through the review of the medical article: ''long-term follow up after transfemoral transcatheter aortic valve implantation in lower risk patients using the balloon-expandable bioprosthesis: gender-dependent outcomes'', corresponding author dr. Dritan useini from heart center bergmannsheil, multiple events were identified. Data of 103 consecutive patients with symptomatic severe aortic stenosis undergoing tf-tavi using the edwards sapien 3 were analyzed in a single-center study. The following events were identified: eighteen patient had new permanent pacemaker as a thirty-day outcome. No additional information was provided.